Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. Additionally, there were stored episodes of rv noise, oversensing, and pacing inhibition with less than two seconds of asystole. It was found that the patient had been having a procedure at the time of the stored noise episodes; therefore, electromagnetic interference (emi) was suspected. Technical services (ts) discussed troubleshooting and programming options for the shock impedance issue with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.